Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on a blue automatic repair screen and did not recover or proceed to normal operation even after a shutdown. A field service engineer (fse) replaced the hard drive after determining the original drive had errors and windows would not boot; attempts to reimage the original drive were unsuccessful. The new hard drive was imaged, software version 1.11 was verified, and remote support service (rss) was confirmed to be up and running, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was stuck on a blue automatic repair screen and did not recover or proceed to normal operation even after a shutdown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.